Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric gastric bypass, the load caught and did not fire. The stapler's trigger mode was triggered but did not work. The user was able to squeeze the handle and press the green button. The load was replaced by another of the same code from a different lot and it worked without intercurrences. There was no patient injury.